Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
Caller reportedly received the following results on a performa nano meter, compared to a professional meter, within 10 minutes: 52 mg/dl (performa nano) and 200 mg/dl (hospital's meter).